Event description:
The customer contact reported that the pump powered off by itself while plugged in, without sounding an audible alarm tone. The pump was programmed to deliver an unspecified volume of 5% dextrose in 1/2 normal saline at a rate of 75ml/hr. At a later unspecified time, the nurse walked into the patient's room and noted that the pump was powered off. The nurse reported that no audible alarm was heard prior to the pump powering off. The nurse powered the pump on again, but reported hearing a "grinding noise." At this time the pump was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse patient effects and no medical interventions were required.